Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a suspend issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: during investigation, a suspend alarm was not observed in the black box and alarm history. The pump information from date of pi has been overwritten. Pump powers on properly with no alarms. Rewind, load and prime steps performed successfully. The pump was exercised for 12 hours, after 12 hours no call service alarms were received and suspend/resume function works properly. There was no evidence of the moisture inside the pump when it was opened for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.